Event description:
This case refers to a pt who was operated some weeks ago for a complex case of tetralogy of fallot with suspended pulmonary artery. Two mi of coseal were applied, not sprayed, at the end of the procedure to prevent cardiac adhesion formation. With the manual spray, this formed a quite thick paste. 20 to 30 minutes later, when the child was again in the operating room, the o2 saturation decreased in a dramatic manner and forced the surgeon to reopen the chest. He observed a quite important swelling of the material, which has been removed without any difficulty. The chest was further closed without any particularity in the follow up. The event on occurred in 2005, with coseal lot# 041007 (lot number required to determine if baxter manufctured product). When reopening the chest, the surgeon found a coseal cube compressing the pulmonary infundibulum.